Manufacturer narrative:
Medtronic received additional information that the explanted band was replaced with a non-medtronic bioprosthetic valve. The surgeon elected to perform a valve replacement instead of a repair, and it was reported that event was not due to the annuloplasty band. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 31mm mitral annuloplasty band, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.